Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The customer site removed the device and "perform manual ventilation with a resuscitation bag". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software version was upgraded to address the issue. After the upgrade was performed, a final and run-in tests, and battery and valve checks were performed on the device. The device was found to be operational, and the device was cleaned.